Event description:
It was reported that when pushing the plunger of the syringe some medication went into the patient and the rest squirted out of the sides of the needle. When checking the device could see the needle was not properly screwed into the protection device meaning the medication leaked through at this point. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product samples, pictures, or videos were received for evaluation. The complaint of a punctured cuff could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.